Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac® IV custom kit macrodrip in-line w/03 ml squeeze flush device, 3 way stopcocks, pressure tubing, IV tubing that was reported to have broken at the level of the arterial tubing during surgery, leading to a risk of bleeding. Changing the device resolved the incident. There was patient involvement and there was no report of human harm.

Manufacturer narrative:
One used transpac® IV custom kit macrodrip in-line w/03 ml squeeze flush device, 3 way stopcocks, pressure tubing, IV tubing was received for investigation. The reported complaint of device broken was confirmed on the returned device. An image was provided by the customer showing the area of the defect. During visual inspection, the 12" pressure tubing was received separated from both the male and female luer. The winged male luer which is separated from the pressure tubing was not returned for evaluation. The tubing pockets of both ends of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during the assembly process in manufacturing. The device history record (DHR) was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 03-sep-2021.